Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns pt experienced pain in the upper left chest and neck region with stimulation settings which seemed to correspond to stimulation cycle. The treating physician programmed the pt's device off and stimulation parameters prior to disabling the device were 1.5/250/20/7/.5. System and normal mode diagnostics performed at the office visit resulted in dc dc 7. X-rays were taken and evaluated by the treating physician who did not visualize a lead break. Additionally, evoked potential measurement is currently being performed to further analyze the event.